Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test during the functional test. The 40psi test is the test that checks for free flow. Mmdg was unable to replicate the free flow event or confirm the complaint. The pump is operating within product specifications. The pump will be returned to the user facility.

Event description:
The initial reporter stated that "the pump delivered more than programmed." They state that they checked the pump settings and they were correct, but the tubing was kinked in the chamber. There was no basal rate set and no boluses had been requested for about three hours. The initial reporter also stated that the patient had two doses of narcan administered because of the over sedation. Mmdg did follow up with the initial reporter, where it was confirmed that the patient had not had any prolonged stay in the hospital, and was doing fine. They were transferred to the ICU after the event, but was transferred back out the next day. (B)(4).